Event description:
Related manufacturer reference: 2030404-2015-00045, 3005188751-2015-00052, 3005188751-2015-00053, 3005188751-2015-00054, 3005188751-2015-00055 during a cardiac ablation procedure, a pericardial effusion occurred. An agilis nxt introducer, an inquiry decapolar ep catheter, a reflexion spiral ep catheter, and two unknown sl1 introducers were placed in the heart during the procedure. While ablation around the pulmonary veins was being performed with the tacticath quartz ablation catheter, the patient became hypotensive. An echocardiogram revealed a pericardial effusion on the left side of the heart, for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any sjm device.

Manufacturer narrative:
Gtin: (B)(4). One tacticath quartz ablation catheter was returned for evaluation. Visual inspection revealed no anomalies. Functional analysis of the returned device included, visual, electrical, temperature, irrigation and optical testing which all met sjm specifications. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device met specifications prior to release from sjm manufacturing facilities as supported by a review of the device history record. The cause of the reported pericardial effusion remains unknown as the event could not be confirmed. Per the IFU, cardiac perforation is a known risk during the use of this device.